Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4.

Event description:
Patient reported "implant rupture". Subsequently, physician has reported "capsular contracture - baker grade iii and siliconoma. Device has been explanted. This relates to the right side

Event description:
Patient reported right side capsular contracture baker grade iii and granuloma.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and granuloma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant rupture".

Event description:
Patient reported "implant rupture". Device has been explanted. This relates to an unknown side.